Event description:
A customer observed a non repeatable false positive result using vitros immunodiagnostics product troponin I es reagent. A repeat (x2) analysis of the sample on the vitros eciq system yielded a negative result. The falsely elevated result was reported. There was no report of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics, inc.

Manufacturer narrative:
Investigation of this event included evaluation of pre analytical sample handling procedures and evaluation of instrument datalogger files. Sample handling appeared appropriate and no analyzer error codes or failure modes were detected on the datalogger files during the time of the event. Quality control samples were within expected ranges at the time of the event. Investigation into this event has not been able to determine the root cause.